Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited tones as it declared a 1003 code indicative to voltage too low for remaining capacity. The device was finally explanted. This type of malfunction could lead to death or serious injury. No adverse patient effects were reported.